Event description:
The hosp in-house bio-med reported that channel "a" turns off while pumping when all three channels are in use and no alarm occurred. Although attempts were made to obtain add'l info it is not known if this occurred during pt use. No pt injury or medical intervention was reported. No clinical contacts, or add'l details available.